Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors multiple time. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had crack on battery and reservoir piece chipped off and reservoir not as sturdy and also stated that insulin pump rejected new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information given was incorrect with the initial report. The correct information has been provided with this report.